Event description:
During a renal biopsy, we had a biopince full core biopsy instrument that was unable to be cocked and used. We opened another package and used a different biopsy gun. The lot number is 73381kd5. The manufacturer is medical device technologies inc. Date of use: one day in 2008. Diagnosis reason for use: elevated creatinine.